Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment for an occluded lesion from the entire superficial femoral artery (sfa) to the popliteal artery (p1-segment) of the right limb as verified by imaging. Two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-devices) were implanted in the sfa in the right leg, a supera stent was used for recoil within the vsx-device and an absolute pro stent was used for proximal extension. Post-dilation was done throughout the lesion and at the end of the procedure the devices were patent with no adverse events noted. The patient tolerated the procedure. On (B)(6) 2022 the patient was readmitted with a cold foot and subsequent imaging showed a re-occlusion of the sfa and the vsx-devices. On (B)(6) 2022 an endovascular reintervention on the study limb including antiplatelet / anticoagulant medication was performed. During the hospitalization it was discovered that the patient is a clopidogrel nonresponder. Alternative medications were given and the patient discharged on (B)(6) 2022. The physician stated that the adverse event was a result of the underlying disease progression and not because of the device or procedure. The reason for the re-occlusion would be patient noncompliance with the anticoagulant medication regimen after discharge. In addition, the patient does have a past history of pad, which would naturally contribute.

Manufacturer narrative:
Engineering evaluation could not be performed as the device remains implanted. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested from the physician and it was stated that an endovascular reintervention on the study limb including antiplatelet / anticoagulant medication was performed to solve the reported event. During the hospitalization it was discovered that the patient is a clopidogrel nonresponder. Alternative medications were given and the patient discharged on (B)(6) 2022. Furthermore the physician stated that the adverse event was a result of the underlying disease progression and not because of the device or procedure. The reason for the re-occlusion would be patient noncompliance with the anticoagulant medication regimen after discharge. In addition, the patient does have a past history of pad, which would naturally contribute. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.